Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of a fungal pd catheter (not a fresenius product) infection, peritonitis (staphylococcus epidermidis), and sepsis (characterized by hypotension), which required hospitalization, pd catheter removal, hd catheter (not a fresenius product) placement, antibiotic therapy, and transition to hd for rrt. Although the specifics of the serious adverse events are unknown, the pdrn reported the cause of the peritonitis was an unspecified lack of ppe usage. Additionally, given the known timeline of events, it is reasonable to assume the patient¿s sepsis was a byproduct of the fungal pd catheter infection and/or the bacterial peritonitis. Patients suffering from esrd are at high risk for developing serious infections such as peritonitis and sepsis. The reasons esrd patients are at high risk include alterations of primary host defense, advanced age, and the presence of comorbid conditions such as diabetes, invasive dialysis procedures, disruption of skin and mucosa barriers, malnutrition, and susceptibility to nosocomial transmission. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Additional information was obtained during follow-up. The peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis on (B)(6) 2026 and began being treated as an outpatient (specifics not provided). A peritoneal effluent fluid culture was collected and was positive for staphylococcus epidermidis. Additionally, a peritoneal cell count revealed an elevated white blood cell (wbc) count of 3174 cells/ul. The pdrn reported the cause of the peritonitis was an unspecified ¿lack of personal protective equipment (ppe).¿ however, on (B)(6) 2026 the patient began feeling unwell (malaise) and was hospitalized later the same day due to peritonitis. While hospitalized, the patient¿s pd catheter (not a fresenius product) was removed, and a hemodialysis (hd) catheter (not a fresenius product) was placed. It was reported a culture of the patient¿s pd catheter revealed budding yeast, and the patient was permanently transitioned to hd without any reported issues. The patient was treated with intravenous (IV) vancomycin 1500 mg 3 times weekly (duration not provided). The patient was discharged home on (B)(6) 2026; however, on (B)(6) 2026 the patient began experiencing low blood pressure (hypotension) and was readmitted. Although much of the timeline and specifics are unknown, the patient was reportedly diagnosed with sepsis (likely cause of hypotension). As of (B)(6) 2026, the pdrn stated the patient remains hospitalized, is recovering from the serious adverse events, and continues to undergo hd for rrt. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) malfunction or deficiency.